Event description:
An altitude alarm, specifically alarm 21, was reported to have occurred on a customer's pump. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The customer was advised by technical support on how to prevent future altitude alarms, which they understood and acknowledged. To resolve the issue, the customer replaced the pump's cartridge, after which the pump resumed normal operation.